Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the lcsk5 device reported as not working properly (no other information known other than it was used with a luke handpiece). Another device was used to complete the case. There was no consequence to the patient.